Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation / investigation. The device was examined and found to be ruptured directly below the strain relief. There were four kinks observed along the shaft of the catheter. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer complaint is confirmed. Merit was unable to determine an exact cause for the failure. The kinks may have contributed to excess pressure leading to the rupture. Merit will continue to monitor for this type of failure. Evaluation: method: the device history record was reviewed, complaint database was reviewed. Results: unable to determine a root cause for the failure.

Event description:
The catheter ruptured below the hub outside the patient during a left ventriculography injection. There was spray. The injection rate was 18cc/sec at a volume of 35cc. The pressure was set at 900 psi. The tech heard the pop and did not complete the injection. The catheter did not become completely separated. The physician removed the catheter. There was no harm or injury to the patient.